Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level remained high and she went to the emergency room. In the emergency room, they could not find anything wrong and was sent home. She started experiencing high blood glucose levels since may. She adjusted her basal settings but in the emergency room they did not treat her high blood glucose level. The customer experienced a runny nose, excessive thirsty, frequent urination, and pain on her lower right back side. She treated her high blood glucose level with the insulin pump. Customer's current blood glucose level was 161 mg/dl. In the alarm history no delivery alarms were found from (B)(6) 2015. The customer also had a bladder infection and has celiac disease. The device was not returned.